Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was unknown. Troubleshooting was done. Customer stated the insulin pump might have been exposed to MRI when he went to dentist a month prior to the event. Customer reported also the buttons were a little sticky. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The displacement test functioning properly. All buttons functioning properly. No damage in the keypad assembly noted. No unlocked j2/lcd keypad connector during visual inspection. No sticky buttons during testing. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.